Manufacturer narrative:
Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of over 600mg/dl and moderate ketones. The customer was treated with intravenous saline and insulin, and was released from the ER 5 and a half hours later with no permanent damage. Reportedly, the cartridge has been in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. Recommendation was made to discuss diabetes management with a healthcare professional.